Event description:
It was reported that the arterial sheath caused a dissection resulting in additional stent placement. An enroute transcarotid neuroprotection system (nps) was selected for use in the right sided transcarotid artery revascularization (tcar) procedure. The arterial sheath of the nps was placed, with noted insertion difficulty. Upon insertion of the 0.014 enroute guidewire through the arterial sheath, a dissection was noted in the side wall of the right carotid. The physician retracted the arterial sheath and used a new 0.014 enroute guidewire to successfully navigate and treat the lesion. The physician attributed the dissection to the arterial sheath insertion. An additional unplanned 9x40 unknown stent was used to treat the dissection. The procedure was completed, and the patient was expected to fully recover.